Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufactuer.

Event description:
Caller reports lancet protrudes beyond the end cap of the fastclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device however it has been discarded.